Event description:
It was reported that during a lap gastric bypass, the min button did not work on disposable. A second disposable was used to complete case with no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. Serial number = na.